Event description:
It was reported the pt (B)(6) is experiencing auto-reducing and as a result is unable to initiate stimulation. A diagnostic test found invalid impedance measurements for several lead contacts. An x-ray has been ordered for further interrogation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.